Manufacturer narrative:
Review of the batch manufacturing records indicate packs were manufactured and accepted into final stock with no reported discrepancies. There have been five other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Not available.

Event description:
The customer reported that 6 units of cement, in the same case, would not go off. They attempted to mix the product as per the instructions, but it would not go off. This caused a 40 minute delay and the case was concluded by the use of a competitor product. The patient was not adversely impacted by the reported event or the delay caused.

Event description:
The customer reported that 6 units of cement, in the same case, would not go off. They attempted to mix the product as per the instructions, but it would not go off. This caused a 40 minute delay and the case was concluded by the use of a competitor product. The patient was not adversely impacted by the reported event or the delay caused.

Manufacturer narrative:
An event regarding setting time involving simplex cement was reported. The event was not confirmed. Conclusions: the investigation concluded that the reported setting time issue cannot be confirmed. He mixing properties of the retain samples were tested and show that all required specifications are met. The mixing characteristics and working properties of simplex abc bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the samples tested it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.